Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The high impedance anomaly observed in the field was not confirmed in the laboratory. Automated electrical testing detected no anomalies, and the device met all specifications.

Event description:
It was reported that dfts could not be performed. Impedance values were lower than on an analyzer. Hv lead impedance was greater than 200 ohms during dft testing and much lower thereafter.